Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure and helix retraction failure. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged body fluids. The cause of the reported event was isolated to the dried body fluids in the helix housing. The visual and electrical examination did not find any anomalies.